Event description:
It was reported that the pump exhibited plunger not in place and having issues with the sensors (digital sensors) /not recognizing syringe. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition, no signs of external damage. A review of the event history log (ehl) identified syringe plunger not in place. During the functional testing was able to duplicate the reported issue. Q1 broken off from the board, plunger board also came loose off the glue. The root cause of the issue is known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced plunger board. Performed self-test and syringe test.